Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer can not get insulin out of the tubing. Customer's blood glucose level was 437 mg/dl. Customer bolused with the pump. Customer stated that he did not bolus enough for what he ate and that is why his blood glucose level was high. Customer was advised to disconnect at the quick release. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did exit. Customer was able to remove the set at the time to examine the cannula. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer had a connection issue with the tubing and the reservoir. Customer had to take off the p-cap and reconnect. Then, the insulin exited from the tubing. No additional information provided.